Manufacturer narrative:
The investigation determined a lower than expected vitros ft4 result was obtained from a cap proficiency sample tested using vitros ft4 lot 4500 in combination with a vitros 5600 integrated system. The assignable cause for the lower than expected vitros ft4 result was not determined. The vitros ft4 quality control performance was reviewed around the timeframe of the event and the qc statistical summary indicates atypical within-lab accuracy and precision. Therefore, a vitros ft4 lot 4500 reagent issue cannot be ruled out as a contributing factor to this event. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ft4 reagent lot 4500. There was no indication the vitros 5600 integrated system had a performance issue that contributed to the event. However, diagnostic within-run precision testing was not performed around the timeframe of the event and therefore, an instrument related issue cannot be ruled out as a contributing factor to the event. The cap proficiency samples did not likely contribute to the event as vitros tt4 and tsh results at the time of the event and repeat vitros ft4 results in january 2021 obtained from the same cap sample was within the established cap ranges. Email address for contact office in field (B)(4).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report a lower than expected ft4 result obtained from a college of american pathologist (cap) k-c ligand-general proficiency fluid processed using the vitros free t4 (ft4) reagent lot 4500 on a vitros 5600 integrated system. Cap sample k-12 result of 2.0 ng/dl vs. The expected result of 2.73 ng/dl biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros ft4 result was obtained from non-patient proficiency sample. There were no reported allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).